Event description:
The customer received questionable results for patient samples for multiple assays and alarms for calibrations. The customer also noticed water on top of the cuvettes, ultrasonic mixer covers, and the plastic lip for the cuvette sections. The samples were repeated on a cobas c701 analyzer. Of the data provided, only the following ion selective electrode (ise) results for one patient were discrepant and reported outside of the laboratory. The initial sodium result was 123 mmol/l and the repeat result was 139 mmol/l. The initial chloride result was 88.7 mmol/l and the repeat result was 98 mmol/l. The repeat results were believed to be correct and a corrected report was issued. No adverse event was reported. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative determined the cuvettes were either overfilling or not being evacuated properly by the cell rinse mechanism and there was a vacuum joint blocked. He cleaned the blocked vacuum joint and successfully performed mechanism checks and cell blank measurements. The customer ran calibrators and controls with all results within specifications.